Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported false air in line alarm, which were not reproduced. The alarms were confirmed during a review of the event history log and caused by cracks on the upstream flex tail. The failed upstream sensor was replaced.

Event description:
It was reported that a spectrum pump displayed an "air detector constant alarm". It was also reported there was no patient involvement.